Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging there was incorrect product in the system kit. The reporter received "one vail lot 3310659 verio test strips one vial lot 2755738 one touch vita test strips." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.